Manufacturer narrative:
This event was originally determined to be non-reportable on (B)(4) 2010. On (B)(4) 2010, we rec'd a user facility medwatch report from the FDA via carefusion (B)(4). Based on that medwatch report we will submit a manufacturer's medwatch report to the FDA. (B)(4): the following information concerning the evaluation of the device is a summary of the information documented by the carefusion tech support specialist in response to a phone conversation with a (B)(4) (third party service company) rep and the spi test data sheet submitted to carefusion by (B)(4) (third party service company). The (B)(4) (third party service company) service tech evaluated the device and was unable to reproduce/verify the complaint. Thus no root cause was determined. The (B)(4) (third party service company) service tech ran the device through a complete calibration and check out (spi) to ensure that it meets all factory specifications. Upon completion, the device was returned to the rental pool ready to be placed back into rental service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "[Name removed] called to get this rental unit picked up. All he knows is it "failed on a pt" on (B)(6). Unk what happened or what happened to pt. He will go get incident report and call back w/details. [Name removed] called back w/details, the unit was on a pt and the map went up from what was dialed in and the delta p dropped from what was dialed in and would not respond to anything the staff did to correct issue. Pt was removed from vent and placed on another unit. No pt compromise. Customer states they had called incident in to tech support over the weekend, nothing in clientele to refer to this. Will notify rentals to have unit picked up."